Manufacturer narrative:
Date sent to FDA: 09/11/2020. Additional information: a2, d3, d4, g1, g2.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted the mesh was found adhesed to the internal structures. It was reported that the patient experienced severe pain, nausea, scar tissue and recurrent hernia. No additional information is provided.